Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Updated 6 may 2020 re-open. The complaint was re-opened upon receiving the patients medical records. The information received did not change the original investigation report. Device history lot: product code 150610003, lot number 3497991. Device history review: DHR review product code 150610003, work order (B)(4) was manufactured on 29-nov-2012. 19 parts were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Update 01/22/2019 - re-open: received medical records. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot = product code 150610003, lot number 3497991. Device history batch = null. Device history review = DHR review. Product code 150610003, work order (B)(4) was manufactured on 29-nov-2012. 19 parts were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient code: no code available (3191) used to capture the medical device removal depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Medical record ad (B)(6) 2019 was reviewed on (B)(6) 2019. (B)(6) 2014: the patient underwent a right total knee arthroplasty secondary to degenerative joint disease. Attune implants were used with depuy cement x2. The patella was resurfaced. No intraoperative complications were noted. (B)(6) 2018: the patient underwent a revision of the right knee secondary to pain, instability and suspected loosening. Intraoperatively, the surgeon noted that the tibial component was loose at the cement to implant interface. There were no intraoperative complications. Pmh: degenerative joint disease, right knee doi: (B)(6) 2014. Dor: (B)(6) 2018 (tibial base and insert).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Loosening.